Event description:
The following information was provided: screw from inside hand piece came loose, unable to put saw attachments into it. Case type / application: tka 2.0. Update from mps on regulatory reporting follow-up: entire collar disassembled.